Manufacturer narrative:
B3:event date: 2/08/2024. B5: it was reported that a spectrum iq infusion pump failed downstream occlusion. The pump alarmed at ~22.5 pounds per square inch (psi) and ~24.5 psi which is outside of the passing specifications. The flow rate was set to 40 ml/hr and the volume to be infused (vtbi) was set to 20ml. This occurred during preventative maintenance in biomed service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. During functional testing, 'downstream occlusion alarm occurred above range published in the service manual and downstream pressure setting was medium during the event. Downstream pressure reading at time of downstream occlusion alarm was found to be 24.38.' Was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide out of specification. Downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.